Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-implant a realize adjustable band, the band was removed due to slippage. The band had slipped such that half of the stomach was above and half was below. There was no other reported patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
(B)(6). The band was implanted (B)(6) 2008. The patient's last fill was in (B)(6) 2011. The total volume in the band was 8ccs. Patient present after the fill will complaints of reflux and slight weight gain. An upper gi was done (B)(6), 2011 and a inferior slip was found. The band was removed laparoscopically on (B)(6), 2011 and was replaced with a competitor band. Due adhesions, the surgery to longer than normal. The patient was hospitalized for two days and discharged home. The patient developed pneumonia post discharged and was hospitalize in her home state of georgia. She has recovered without any other complications.